Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 4/5/2021. The device evaluation was completed on (B)(6)2021. It was reported that a patient had an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the valve of the vizigo broke when the physician mounted his dilator. The issue was leaking of the valve. The valve separated completely from the sheath. It broke into two pieces. He decided to continue the procedure without the sheath. No air entered the patient¿s body. The hemodynamics was not compromised due to the bleeding. No medical intervention required to stop the bleeding. No patient consequence reported. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigation this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient had an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the valve of the vizigo broke when the physician mounted his dilator. The issue was leaking of the valve. The valve separated completely from the sheath. It broke into two pieces. He decided to continue the procedure without the sheath. No air entered the patient¿s body. The hemodynamics was not compromised due to the bleeding. No medical intervention required to stop the bleeding. No patient consequence reported. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation issue.